Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged stuck wake button issue was verified, but the damaged usb port issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.